Manufacturer narrative:
The t:slim x2 user guide states, "always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Am is to be used for midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose remained elevated 389 ¿ 486 mg/dl. Customer was unsure of the specific cause. Additionally, customer reported that the pump date was inaccurate and needed to be changed each day. During system check with tandem technical support, it was verified that customer had not set am/pm time correctly. Customer corrected the time setting. Customer addressed elevated blood glucose by delivering a correction bolus. Customer declined any further assistance from tandem technical support.